Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 39565-65 lot# serial# (B)(4) implanted: (B)(6) 2013 explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for spinal pain as well as failed back surgery syndrome. It was reported that the patient had increased lower back pain and less coverage of their painful area. A manufacturer representative (rep) reported they were planning to meet the patient for reprogramming on (B)(6) 2017. Additional information was received from the rep following the scheduled appointment. Impedance values were taken and it was reported that all pairs with 0 thru 7, 8, and 13 were >20k. The patient was programmed on b1: 12+13-14+ (>4000 ohms for group z); b2: 1+2-3+ (667 ohms for group z). It was noted that the patient does have some normal range pairs with 12 and 14 and other pairs but it was reviewed that the patient has limited programming options to try to create therapy with. The target area for the system was for pain in the back and legs, particularly left back. The patient was previously feeling tingling in their legs and getting pain relief. The patient was not feeling tingling in their back but was getting pain relief. The pain relief was never 100% but allowed the patient to get some therapy benefit in his back. The patient experienced an increase in pain and lack of therapy efficacy that started about a year ago. When the rep increases voltage, the patient can feel a tingling in their back and leg area, but it doesn't help alleviate the pain. The patient is currently not getting any pain relief. The patient was instructed to follow up with their health care provider. It was reviewed by the rep that they can attempt to reprogram but the patient may need a revision if it doesn't work. It was noted that the patient does not have a pain management physician but is seen at the clarion pain clinic where they see dr. (B)(6.

Event description:
Follow up information received from the manufacturer representative reported that the patient was having the ins device replaced. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.